Event description:
According to the event description: "over infusion of fentanyl, error code 1134, a high-pressure alarm on (B)(6) 2025. Delivered 9ml in 1 minute. Believed to be programmed to deliver 50mcg/ml fentanyl ina 2.5mcg bolus over 2 mins. May have been a user error. No harm to patient. No delay to procedure, but due to error unable to identify if user error as input has been wiped."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The device history files were read and analyzed. The expiration date specified by the customer was 2025-05-07. Therefore, the history was analyzed from 2025-05-07. On the date of occurrence (on (B)(6) 2025) the pump was turned on at 02:02pm. The syringe bd plastikpak 10ml was selected and the therapy parameters of 50.000 microgram, volume 10ml, patient weight 18.80kg and the drug concentration of 5.000mcg/ml to the drug fentanyl were set. The therapy was started at 02:04pm with a flow rate of 18.80ml/h. After starting a bolus with preselection of 9.40ml were set by user. After start of the bolus, the bolus was interrupted by a pressure alarm. The alarm was confirmed and the therapy was started again at 02:05pm. Directly after start, another bolus with preselection of 9.40ml were set by user. During bolus a pressure alarm occurred and the bolus was interrupted after 6.67ml. The alarm was confirmed at 02:06pm and the therapy was started again. The syringe near empty alarm occurred directly. The alarm was confirmed by user. At 02:07pm a third pressure alarm occurred. During pressure reduction of the pressure, the device alarm 1129 (software anomaly) occurred. The error da1134, which was reported by the customer, is not listed in the history. It is assumed that there was a mix-up, and the customer meant the da1129. A visual inspection was performed. The cover caps on the screw pillars and the technician seal on the lower housing were intact. The device is in a clean state, but no visible damaged parts are to locate. Three of the four device feet are missing. The device has increased axial clearance on the drive head. A functional test was performed. The device passes the self-test. A bd platipak 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. No abnormalities were found. The pressure measurement and the motor power limitation were investigated. The dms at pressure state 1 and 3 is at the lower limit of tolerance (calibration is recommended). A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,66%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The device was disassembled to investigate the inside. During disassembly it was discovered that the claw mechanism was damaged. The complaint could not be confirmed. The flow rate deviation complained by the customer could not be reproduced during the investigation. A delivery accuracy measurement was carried out and no deviations were found. The over infusion was caused by a huge bolus with pre selection by user. The increased axial clearance on the drive head and the damaged claw mechanism are caused by mechanical force. A damage from a fall cannot be ruled out. Additional device history files were read and analyzed. The expiration date specified by the customer was 2025-05-07. Therefore, the history was analyzed from 2025-05-07. On the date of occurrence (on (B)(6) 2025) the pump was turned on at 02:02pm. The syringe bd plastikpak 10ml was selected and the therapy parameters of 50.000 microgram, volume 10ml, patient weight 18.80kg and the drug concentration of 5.000mcg/ml to the drug fentanyl were set. The therapy was started at 02:04pm with a flow rate of 18.80ml/h. After starting a bolus with preselection of 9.40ml were set by user. After start of the bolus, the bolus was interrupted by a pressure alarm. The alarm was confirmed and the therapy was started again at 02:05pm. Directly after start, another bolus with preselection of 9.40ml were set by user. During bolus a pressure alarm occurred and the bolus was interrupted after 6.67ml. The alarm was confirmed at 02:06pm and the therapy was started again. The syringe near empty alarm occurred directly. The alarm was confirmed by user. At 02:07pm a third pressure alarm occurred. During pressure reduction of the pressure, the device alarm 1129 (software anomaly) occurred. The error da1134, which was reported by the customer, is not listed in the history. It is assumed that there was a mix-up, and the customer meant the da1129. A visual inspection was performed. The cover caps on the screw pillars and the technician seal on the lower housing were intact. The device is in a clean state, but no visible damaged parts are to locate. Three of the four device feet are missing. The device has increased axial clearance on the drive head. A functional test was performed. The device passes the self-test. A bd platipak 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. No abnormalities were found. The pressure measurement and the motor power limitation were investigated. The dms at pressure state 1 and 3 is at the lower limit of tolerance (calibration is recommended). Bd platipak 50ml: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,66%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The device was disassembled to investigate the inside. During disassembly it was discovered that the claw mechanism was damaged. The da 1134 error reported by the customer could not be reproduced. However, the da 1129 error was analyzed on the incident date. It is assumed that this was due to a mix-up. The complaint could be confirmed. The described error da1129 could be reproduced by the history and was caused by a software anomaly. During the infusion of fentanyl, a device alarm occurred during pressure reduction after pressure alarm. The device alarm 1129 occurred. The alarm is caused by a software anomaly. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313, k172831, k191910.